Event description:
It was reported that a home patient (hp) experienced a high drain 102 alarm on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred after apd therapy. Nothing unusual was noted during set up or during the therapy while troubleshooting. The care giver indicated that the home patient's fill volume was set to 1500 ml and their total ultrafiltration for that therapy was 3536 ml. A technical service representative (tsr) initiated a swap of the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was identified through an event history log review. The cause was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain threshold. Should additional relevant information become available, a supplemental report will be submitted